Event description:
Pt self tester alleging precision issues. (B)(6) 2013 - 1.0, 3.0; (B)(6) 2013 - 1.0, 3.0. No lab comparison. Patient's therapeutic range 2-3. Time between testing unk.

Manufacturer narrative:
Investigation pending.